Event description:
Pt reported, the infusion device displays an e8 (power interrupt) error message. Pt reported using an alkaline battery. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. Preliminary evaluations: e8 were found in the history. The down button is always active. Due to an external mechanical influence the snap dome of the down button is pressed through. This source led to an always activated down button and unclearable e8 error.